Event description:
It was reported that patient underwent total knee arthroplasty in 2000. Revision was performed in 2002, finding metal portion of tibial tray had fractured. Surgeon attributed event to osteolysis under the tibial component.